Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a total parenteral (tpn) infusion completed an hour earlier than expected on a spectrum infusion iq pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Correction: aware date is 12/9/2018 and not 12/10/2018 that was initially reported.